Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported faulty air in line alert which was reproduced during evaluation. Faulty air in line alert was verified through a review of the event history log and found to be caused by an ultrasonic sensor being out of specification . The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced faulty air in line in the biomed service department. There was no patient involvement. No additional information is available.